Event description:
A 2.5mm diameter by 18mm length s660 stent delivery system was inserted for treatment of a 98% lesion in the left anterior descending coronary artery. The severely calcified lesion was pre-dilated with a 2.5mm by 15mm ptca balloon. It was not possible to cross the target lesion; therefore, the stent delivery system was pulled back from the coronary artery. The entire system was then pulled back as a single unit to the sheath; however, the stent would not enter the guide catheter. The guide catheter was removed, consequently, the stent dislodged from the delivery balloon in the femoral artery. The stent was successfully snared and removed from the pt. The target lesion was subsequently treated with balloon angioplasty. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The severe calcification likely contributed to the stent delivery system not crossing the target lesion.